Event description:
Monitor was meant for loan. The sales representative had only being carrying out product training for 2-3 days, when it would not calibrate a 1104b catheter the day before. They brought an additional catheter in to check the monitor and an error message came on the screen e1057 (power board failure). There was no patient contact, injury, or increase in surgery time.

Manufacturer narrative:
Integra has completed their internal investigation on april 10, 2017. Results: evaluation of returned device; the product was returned to the service centre for evaluation which was unable to conclusively verify the complaint as valid. DHR review; no anomalies that could be associated with the complaint were observed. Complaints history; the review encompassed dates 16-feb-16 to 24-feb -17. A total of 155 complaints were reviewed of which 2 complaints contained the search criteria. During the time period ¿feb 16 to feb 17¿, the global product usage for cam02 monitors was calculated as (B)(4) usages, using the total quantity of cam02 monitor catheter sales sold to calculate the quantity of usages. One catheter is used per procedure, and is used as a means of quantifying the number of procedures undertaken. The quantity of complaints in the complaint review (2) can therefore be calculated as (B)(4). Conclusion: the evaluation was unable to conclusively verify the complaint as valid. Therefore, an investigation for cause was unable to be performed. No corrective action required based on complaint evaluation. Further incidents of this nature will be monitored for recurrence and trending purposes.